Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported online via medtronic's contact us that the threads that hold the battery cap and reservoir on his insulin pump have mostly broken away. He wanted to know if medtronic repaired those items. The customer was contacted via phone call and his pump has since been replaced.